Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent unspecified malfunction alarms occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. Customer¿s blood glucose level was 200 mg/dl..